Manufacturer narrative:
The customer contacted a siemens customer care center. The customer had performed a sample probe angle test, which passed. The quality controls were within acceptable range on the day the discordant result was obtained. The customer also stated that they verified hcg results for other patient samples by running them in duplicate. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call and substrate decontamination. The cse then verified the wash spinner speeds, tube lifter height, waste vacuum pump pressure, and instrument operation. The customer ran quality controls and patient samples, which were acceptable. The cause of the discordant, falsely elevated hcg result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely elevated human chorionic gonadotropin (hcg) result was obtained on one patient sample upon repeat testing on an immulite 2000 instrument. The sample was initially tested on the same instrument, resulting lower. The initial and repeat results were not reported to the physician(s). The sample was repeated five times on the same instrument, resulting lower each time. The lower result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated hcg result.

Manufacturer narrative:
The initial MDR 2247117-2017-00061 was filed on may 30, 2017. Additional information (07/06/2017): a siemens headquarters support center (hsc) specialist reviewed the service report. The hsc specialist stated that a siemens customer service engineer did not find anything with the instrument that could explain the discordant hcg result. There were other samples run in duplicate with no issues. The hsc specialist concluded that pre-analytical factors cannot be ruled out including potential fibrin, which could cause the elevated result. The cause of the discordant, falsely elevated hcg result on one patient sample is unknown.